Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving therapy for vt. Device successfully converted the rhythm. Device also displayed an error message noting that the charge time limit had been reached. An attempt was made to perform a capacitor maintenance in clinic but was unsuccessful. Device was explanted and replaced. Patient was stable before, during and after the procedure.